Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found the unit to have f7 code on the processor board. To fix the issue the fse replaced the front end board. A full calibration and functional check has been performed per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not boot up. There was no patient involvement and no adverse event was reported. It is unknown under which circumstances this event occurred.